Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the programmer will not interrogate patients' devices. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirmed the customer comment. No anomalies were found.

Event description:
It was reported the programmer will not interrogate the patient's devices. No patient complications were reported as a result of this event.